Event description:
It was reported by a neurologist via clinic notes that a vns pt had more frequent seizures and had voice hoarseness with vns stimulation. Pt's generator was implanted in 2000 and her symptoms have improved. The pt has not had any grand mal seizures for about one year; however, she continues to have 2 to 3 complex partial seizures per month, but the intensity is much lower than pre-vns. Pt's post-ictal period is shorter and lasts about 30 minutes and magnet swipe helps her with the seizures and whenever she has auras. During the most recent office visit, the neurologist noticed that pt's generator setting was zero and she adjusted her settings to 0.5ma. Currently, it is unk why the setting was set to zero.